Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the cartridge was leaking from the septum. In addition, it was reported that a minimum fill notification occurred after the user filled the cartridge with 200 units of insulin during the load sequence. It was also reported that resistance was felt when filling multiple cartridges during the load sequence. A new cartridge was loaded to resolve the issues. Customer¿s blood glucose level was 148 mg/dl.